Manufacturer narrative:
Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction (eogo) could not be confirmed as the product remains in use, and no images were submitted for review. A specific cause for the reported eogo could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev d, and the heartmate 3 lvas patient handbook, rev a, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2025 the patient had a computed tomography (CT) scan, which indicated there was no thrombus inside of the outflow graft, but extrinsic outflow graft obstruction (eogo) only. On (B)(6) 2025, it was reported that the patient had increasing low flow alarms, and the patient was already using low flow software. The patient reported feeling fatigued. Eogo was suspected. It was noted that the patient was not on anticoagulants at this time, as they were taken off anticoagulants prior to transferring to their current hospital in 2023 (manufacturer report number: 2916596-2025-06828). A computed topography (CT) scan of the abdomen, pelvis, chest with intravenous contrast was performed on (B)(6) 2025, which showed extensive thrombus within the outflow cannula, which was nearly occlusive in multiple locations. It was noted that this did appear similar to prior examinations performed on (B)(6) 2025 and (B)(6) 2024 (manufacturer report number: 2916596-2025-06857). The patient was admitted and underwent outflow graft bend relief modification surgery. The surgery was performed on (B)(6) 2025 to relieve the compression. A left subcostal incision was created, and the bend-relief was identified. It was incised sharply and longitudinally. Immediately, there was extrusion of proteinaceous material. The entire bend-relief was incised longitudinally. The pulsatility index (pi) immediately went from 4.1 to 6.1. The flows increased from 1.7 lpm to 3.7 lpm. The support rings were removed. The proteinaceous material was completely removed. The wound was copiously irrigated with irrisept. After the surgery, the patient's flows returned to 3.8 lpm.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of extrinsic outflow graft obstruction (eogo) could not be confirmed as the product remains in use and no images were submitted for review. A specific cause for the reported eogo could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev d, and the heartmate 3 lvas patient handbook, rev a, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.